Event description:
It was observed during the device evaluation that the subject device exhibited a signal processing and relay function (sprf) board that was out of specification and requires upgrading. Full adjustments are needed due to out-of-limits conditions on the power and radio frequency functions (pkrf) and power supply unit (psu) boards. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the component failure of the signal processing and relay function (sprf) board is due to being out of specification and requires upgrading. Full adjustments are required due to out-of-limits conditions on the power and radio frequency functions (pkrf) and power supply unit (psu). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.